Event description:
The customer reported to olympus technical assistance center (tac), there is an approximate 3 second image delay when an image is released from the cv-160 evis exera video system center to the oev262h high-definition lcd monitor. This occurred during a diagnostic procedure and while there was a slight delay, the procedure was able to be completed using a computer monitor image as needed. Additionally, there was no report of patient harm associated with this event. This event is captured under the medwatch report submitted with patient identifier (B)(6). The initial reporter further reported that this happened during an unknown number of previous procedures, and every time the staff saved the image for approximately 3 seconds. According to the initial reporter, the staff performed an unspecified number of procedures with this issue, most were screening, some may have been diagnostic. Reportedly, all procedures were completed using computer monitor images as needed. No negative patient outcomes were caused by this issue, but the procedures just took a slightly longer time to complete. This medwatch report is being submitted for the unknown number of previous events reported by the customer.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) about the most recent event, the customer reported there is an approximate 3 second image delay when an image is released from the cv-160 evis exera video system center to the high-definition lcd monitor. Customer had the video and scope video cables connected to the monitor. Tac directed customer to obtain a rbg cable and agreed to research whether an smf-405 conversion cable (part number found by tac) would be compatible. Customer requested to have a sales representative come out to test if this was determined to be compatible. Further research was being conducted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the device troubleshooting efforts and based on the legal manufacturer's final investigation. Technical assistance center (tac) spoke with the customer to troubleshoot the reported event. The customer received a new compatible adapter cable. Once the new cable was connected to the monitor properly, the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: b3 event date is unknown. Updated b5. This report is being supplemented based on customer response and applicable corrections.

Event description:
Customer reported this event occurred during each procedure, approximately 3 seconds every time an image was saved. The issue occurred with several procedures, most were screening, and some may have been diagnostic. The procedures were completed, and doctors fell back on the computer monitor images as needed and/or paused while the image was not available on the main monitor. No negative patient outcomes were caused by this issue. Additionally, this complaint is linked to patient identifier (B)(6).